Event description:
It was reported that the pt experienced pulsing and tenderness around the neurostimulator and some tingling in her forehead. The pt experienced the symptoms while cooking at her new induction stovetop. The symptoms resolved after the pt had been away from the stovetop for a few minutes. The pt did not experience any change in therapy during or after the incident.